Event description:
Patient was seen in the ER for an episode of hyperglycemia. Patient had used the pump for 2 weeks and began having increasing blood sugar levels the day prior to patient's presenting to the emergency room. Reportedly the pt tried changing the site and continued to receive high blood sugar readings. The pt stated the pump did not give any error message and appeared to deliver the bolus patient progrmmed. The reporter is questioning the operation of the device. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.